Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the device would not interro- gate and there was no magnet response or evidence of pacing. The patient's heart rate was 40 bpm at times.